Event description:
A report was received that the patient's ipg incision site was leaking fluid. The patient underwent a procedure wherein the physician opened and flushed the pocket. No infection was noted.